Event description:
Related manufacturer reference number: 3006705815-2023-06661. It was reported the patient is experiencing ineffective stimulation and pain the ipg site due to ipg placement. Surgical intervention may be pending to address both issues.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-06661. It was reported patient underwent surgical intervention on (B)(6) 2023 to replace both ipg and lead. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.